Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker battery consumption increased. Boston scientific technical services (ts) reviewed device data and revealed the patient was in an atrial tachy response (atr) mode switch. Data analysis determined the increased battery consumption was attributed to the patient being in atrial tachycardia and the signal artifact monitor feature sensing the high atrial rates. This device remains in service. No adverse patient effects were reported.